Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event of gel stent blockage is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts "was found to be unfunctionable/not draining per physician at one week post-op" after implantation in left eye. Device explanted at one week post-op visit and replaced with a new xen. Symptom resolved.